Event description:
Disposable heel warmer activated at approximately 0930 and placed on heel. Paper wash cloth wrapped loosely around foot and taped to secure infant heel warmer. Heel warmer removed at approximately 0945 by rn who started to draw blood work when she felt a moistness on the back of the leg. It was then that she lifted the leg and discovered the burn to the back of the leg. There was some skin "missing" another area had skin that was completely "white". Plastic surgeon in to consult. Treatment of cleansing the area and applying topical medication begun. Infant of cleansing the area and applying topical medication begun. Infant was discharged from hospital 12/14/92. Plastic surgeon will continue to follow on an outpatient basis. Device returned to medi for testing. Infant had 3rd degree burn requiring plastic surgerydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, none or unknown. Invalid data - on device destroyed/disposed of status.